Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet and temporarily disconnected, then administered subcutaneous backup therapy with both rapid-acting and long-acting insulin (per hcp direction); after learning that long-acting insulin had been given, the user was advised to remain off the ilet for 24 hours before reconnecting. Symptoms included elevated blood glucose up to 550 mg/dl without reported acute complications. Outcomes included use of manual insulin injections and no professional medical intervention. Investigation included troubleshooting and education regarding appropriate backup therapy and pump reconnection timing after long-acting insulin administration. Investigation of this case revealed an unclear root cause for the hyperglycemia, no pump alerts or alarms, and no evidence of infusion set or cannula issues reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.